Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "a calcar planer that had been bought by marketing from finished goods was found to sit low on the broach face, allowing the teeth to contact the top surface of the broach. It was subsequently found that the wheel subassembly had not been fully seated on the shaft when the part was welded, resulting in a reduced shoulder height."